Event description:
It was reported that a left ventricular pacing lead has an impedance greater than 9,999 ohms and there is no capture. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.